Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the device had a lagging issue during login at multiple stations. A technical support specialist (tss) advised the customer to reboot the other stations, the customer had rebooted, and all stations were recovered except three stations. The tss reported that slow login times were caused by connection timeouts and the use of local credentials. The tss then found in the logs that the ldap server was unreachable, causing login attempts to time out and would work with the customer to check if hospital information technology team could investigate the issue. Finally, the customer confirmed that it was identified as an internal network issue and had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, user was experienced extreme slowness to login into station. The customer stated that the malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this event.